Event description:
It was reported that during a lap gastric bypass procedure, the device was being used with a blue cartridge and no buttressing material. On the last firing to create the pouch, a loud noise was heard and the inner most row of staples were found to be malformed. The surgeon performed an air test and no leak was found, but the surgeon over-sewed the staple line to be safe. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/28/2008. Info anticipated, but unavailable at this time.